Event description:
The reporter stated that the meter was hot and that an operator alleged that there was smoke coming from the meter. She stated that she did not see any signs of melting or smoking on the base. She opened the battery compartment and found no signs of melting or smoking, however, she said it was wet and there was clear fluid in the compartment. She was not able to identify what he clear fluid was. The reporter was not able to describe which part of the meter was hot or what the cloud of smoke looked like that came from the meter. She was not able to verbalize where in the meter the cloud of smoke came form. She had no information as to whether anyone breathed in the smoke and she stated she could not ask as she does not know who the operator was that made the allegation of smoke coming out of the meter. There was no allegation of any bodily injury to anyone based on the smoking allegation. The meter was requested to be returned and a replacement meter was sent.

Manufacturer narrative:
The customer returned the meter. A visual investigation was performed. The charging function of the device was checked. There was an optical investigation of the housing interior. It was determined that there was no unusual heat or smoke produced during the charging process. The device was only "lukewarm" which could not have lead to redness or burning of the skin. The allegation, in this case, could not be substantiated.